Event description:
Patient admitted for total abdominal hysterectomy and bilateral salpingoophorectomy. The anesthesiologist used desflurane for the anesthetic agent until he noticed the "no output" alarm on the datex ohmeda desflurane vaporizer. He switched to a different anesthetic agent and notified the anesthesia technician of the "no output" on the vaporizer. Patient has no recall of their surgery from this incident. Anesthesia machine and vaporizer were sequestered for evaluation and analysis by manufacturer's service representatives.